Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch : (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. No stimulation issue was noted. The patient underwent a lead replacement procedure and was doing well. The explanted device was discarded by the facility.